Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected remotely and confirmed system was not booting up. Review of the log files showed an error in the video chain, like these dvi transmitters/receivers are never visible in a log file. Upon checking the logs, rse determined that the following items had to be checked that is the ttl switch and all the network cables at the back of the flex vision monitor. Rse worked with biomed and instructed customer to replace dvi transmitter and receiver connectors at the flex vision monitor and flex viewing pc. Connect the control network cable from flex vision monitor to x10 on the flex viewing pc. The fse checked and found issue with dvi transmitter and receiver. The defective parts were sent for analysis, for dvi transmitter and dvi receiver malfunction was not confirmed. The mode of failure was ¿no failure found¿. However, to resolve the issue fse replaced the transmitter and receiver dvi connectors on the flex viewing pc and flex vision monitor. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.